Manufacturer narrative:
Exact date unknown, event occurred in 2019. Explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. No device malfunction was suspected. The patient underwent an explant procedure. The explanted ipg and paddle lead were discarded.